Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms or battery related anomalies noted. Unit passed the sleep current measurement, active current measurement test, and self test. In audio options screen, volume/vibrate was set to low and high and all volume and vibrate settings were functioning accordingly. No volume anomalies noted during testing. Thump software was utilized to upload trace/history files properly. In addition, unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the "calibrate your sensor" alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. The adapt tool revealed no unexpected alarms on event date. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days prior to event date. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Isolate to electronic assembly. Unit was received with the following cosmetic damages: cracked case-corner of belt clip rails, scratched case and cracked keypad overlay at select button. In conclusion, customers allegations of charge/battery lasts less than expected were confirmed when the customer did experienced an unexpected power loss of less than 7 days prior to event date. However, unit communicated with transmitter properly. No relevant alarms noted during testing of unit. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia. Hypoglycemia, which did not require treatment. The customer reported, a blood glucose value of 400 mg/dl. Troubleshooting was performed, for the low/short battery lifetime. But later, it was declined. The event involved product(s) mmt-7020a, mmt-1880, unomedical, mmt-332a, mmt-7911na. The customer reported, a short battery life or a pump low battery alarm after 1 week or less. The customer reported, an audio/vibrate anomaly. The customer reported, a loss of communication between the transmitter and the pump. It was unknown, whether the customer was using the pump within 48 hours before the event. And whether, the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7020a. The customer was instructed to discontinue device use and revert to the backup plan, per health care professional instructions. Mmt-1880 was requested. And the customer response was, the device will be returned. No product return is required for unomedical, no product return is required for mmt-332a, no product return is required for mmt-7911na.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.